Manufacturer narrative:
The device has not yet been properly investigated/evaluated. A follow-up report will be created after evaluation.

Event description:
A report of smart pin which split during insertion. The pin was removed. The procedure (left 2nd hammertoe procedure) was finished with other smart pins. Procedure: 2nd left hammertoe. He reports he was using a 5/64 k-wire (1.984mm) to drill for the 1.5mm pins. He reports he has been using bioabsorbable pins for 17 years and our product for 3 years without any prior problems. He also reports he does not use the applicator to impact the pin. He reports he cuts off the excess of the pin and then uses a hemostat to push/insert the pin in as he is overdrilling the hole with the k-wire. He reports he has been doing this for 3 years also.